Manufacturer narrative:
Additional information was received that the symptoms, the patient was hospitalized for, were not related to the device.

Event description:
A report was received that the patient experienced a headache and her trial leads were uncovered. The patient went to the ER on friday, (B)(6) 2016 where blood and urine samples were taken for analysis. The physician advised the patient to leave the ER with the leads implanted and he would remove them on monday (B)(6) 2016. The patient returned to the ER on saturday, (B)(6) 2016 again due to headaches. She was admitted due to high white blood cell counts and fever. The patient was given antibiotics to which she was allergic to and had an anaphylactic reaction. Attempts for a lumbar puncture were not successful. During this time, the patient had two seizures. The physician stated the seizures were due to intensive care unit (ICU) psychosis and not related to the device. Blood and urine test results did not show any signs of infection present.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a headache and her trial leads were uncovered. The patient went to the ER on friday, (B)(6) 2016 where blood and urine samples were taken for analysis. The physician advised the patient to leave the ER with the leads implanted and he would remove them on monday (B)(6) 2016. The patient returned to the ER on (B)(6) 2016, again due to headaches. She was admitted due to high white blood cell counts and fever. The patient was given antibiotics to which she was allergic to and had an anaphylactic reaction. Attempts for a lumbar puncture were not successful. During this time the patient had two seizures. The physician stated the seizures were due to intensive care unit (ICU) psychosis and not related to the device. Blood and urine test results did not show any signs of infection present.

Manufacturer narrative:
Additional information was received that the patient had their trial leads pulled one day prior to it being scheduled. The patient has fully recovered.

Event description:
A report was received that the patient experienced a headache and her trial leads were uncovered. The patient went to the ER on friday, (B)(6) 2016 where blood and urine samples were taken for analysis. The physician advised the patient to leave the ER with the leads implanted and he would remove them on monday (B)(6) 2016. The patient returned to the ER on saturday, (B)(6) 2016 again due to headaches. She was admitted due to high white blood cell counts and fever. The patient was given antibiotics to which she was allergic to and had an anaphylactic reaction. Attempts for a lumbar puncture were not successful. During this time the patient had two seizures. The physician stated the seizures were due to intensive care unit (ICU) psychosis and not related to the device. Blood and urine test results did not show any signs of infection present.